Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, loss of communication between insulin pump and transmitter. The customer reported blood glucose value of 109mg/dl and the hypoglycemic event was treated with crab intake. The customer also experienced itching and redness. The event involved product(s) mmt-7841zw. Troubleshooting was performed for hyperglycemic event and loss of communication issue, and the issue was not resolved. The customer also reported change sensor alert. No further patient complications were reported. No product return is required for mmt-7841zw.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.